Event description:
It was reported that the patient had inappropriate shocks due to sinus tachycardia. The patient had a previous inappropriate shock, and the clinic reprogrammed the sensing vector from the primary vector to the alternate vector. This is the second inappropriate shock. Technical services discussed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted.